Event description:
Before using it to the patient, larygoscope blade light bundle was found by clinician to be loose. Another blade with the same brand & description was used and turned-out to be in good condition. No patient involved nor serious injury.